Event description:
The customer reported the ventilator is not working and has orange lines on the screen. The customer reported there was no patient harm. The distributor service tech confirmed a diagnostic code in the ventilator log history that indicated a ventilator restart had occurred. The distributor service technician replaced the vga pcb board to address the findings. Performance verification testing was completed and tests passed to operating specifications.